Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the instrument and confirmed leaking from reagent probe b. The fse replaced the reagent probe b collar wash waste solenoid valve to resolve the issues, no further leaking was observed. The instrument software version is 5.4. (B)(4).

Event description:
The customer reported a leak from reagent probe b on their unicel dxc 600i synchron access clinical system. The leak was contained to the instrument and the volume of the fluid was described as approximately 5-10 cc. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.